Manufacturer narrative:
The field service representative (fsr) tapped on bottom of centrifugal control unit (ccu) and was able to duplicate problem reported. The fsr disassembled the ccu and discovered a screw had come loose from control display pc board. The fsr installed screw, re-assembled ccu and reported issue was resolved. The fsr tapped on bottom of ccu and the ccu remained powered up. The fsr performed corrective/preventative maintenance and the unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the centrifugal control unit (ccu) powered down when it was tapped from the bottom of the casing. The device was not changed out, as the ccu was rebooted in about thirty seconds and they continued using it for the case. The surgical procedure was completed successfully. There was no blood loss, or no adverse consequences to the patient. Per the clinical review on (B)(4) 2014: there were no issues during set-up and priming of the cpb circuit. Twice during the procedure, the centrifugal control unit lost all functionality (dark display) and as a result the centrifugal motor stopped and arterial blood flow stopped. There were no error messages to warn of these two events. The centrifugal control unit re-set spontaneously and all functionality returned. On each of the two occasions, flow was restored in about thirty seconds. Hand-cranking was never provided as the unit re-set quickly. The perfusionist (ccp) estimated the delay in the surgical procedure of about one minute.